Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history did not identify a lot specific issue. The reported slda was due to procedural conditions. The reported unexpected medical intervention (additional mitraclip same procedure) was a result of case-specific circumstances as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip delivery system (cds) was advanced and during deployment, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). A third clip was implanted to stabilize the slda clip, reducing mr to 2. Per the physician, the slda was due to tension on the clip. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.